Event description:
It was reported in the american college of obstetricians and gynecologist, volume 99, no. 6, 1067-1072, 6/2002 that the pt underwent a sling procedure. The pt experienced a retropubic hematoma that required evacuation, ligation of an accessory obturator vessel and blood transfusion.